Manufacturer narrative:
Additional information: the device is expected to be returned for evaluation but has not been received at glaukos evaluation center. Therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A complaint history review was completed. The electronic complaint system was searched for the specified lot#. There were no similar issues reported for this lot #. A review of the device labeling was completed. Fracture/detachment is identified as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Fracture/detachment is an established risk associated with use of the device, which is clearly documented. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
It was reported that "part of the injector broke off" in the anterior chamber (ac) during a left eye (os) trabecular microbypass stent system procedure. Per report, the remnant was removed intraoperatively, and the procedure was completed with no report of patient injury. Additional information has been requested.

Manufacturer narrative:
The evaluation of the returned device was completed, and the x-ray revealed that the cam assembly was activated four (4) times, and no stents were found. The trigger button motion was functioning as intended. The injector¿s frontal components were found bent, which prevented the insertion sleeve retraction motion. This finding may have occurred due to how the device was shipped back. The injector¿s splayed trocar was found broken at the distal end of the splay. The broken tip of the trocar was not returned. This finding likely occurred during the surgical procedure, as described in the customer¿s reported issue. The trocar was likely heavily biased outside of the insertion tube slot during the event, causing the stent flange to collide with the insertion tube, fracturing the trocar. Further inspection identified surface features of the trocar that indicate a tensile failure. The device was disassembled and visually inspected. The insertion sleeve assembly and singulator holder were immobile due to the bent frontal components. No other non-conformances related to the reported event were found. Based on these findings, the root cause of the customer¿s reported issue was not conclusively identified; however, the most likely cause is a heavily bias trocar during stent deployment. MFR# reference: (B)(4).